Manufacturer narrative:
The reported issue (the patient underwent a l-1 decompressing laminectomy, t11-l3 posterior fusion and placement of wound drain intra-operatively. During the removal surgery on the second postoperative day, the tubing separated from the silicone flat drain. The tubing was removed, but the drain remained in the patient. In order for the surgeon to visualize the hubless flat drain, the surgeon had to remove 3-4 staples at the distal end of the sutured area and cut 2 previously placed subcutaneous sutures. Then the drain was visualized and removed in its entirety. The patient was re stabled and the wound redressed. The inspection of the tubing appeared to be flat and even. It did not appear to be ripped) was confirmed, as manufacturing related. Per visual evaluation noted that the flat drain was disconnected from the clear tube. The flat drain and clear tube were not molded correctly; it can be confirmed that the reported issue occurred during flat drain molding process. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿¿ additional perforations should not be made in the drains. Avoid suturing through drains. Drains should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drains should be checked during closure for free motion to avoid possibility of breakage. Drain removal should be done gently by hand. They should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Surgical removal may be necessary if drain is difficult to remove or breaks." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient underwent a l-1 decompressing laminectomy, t11-l3 posterior fusion ,and the placement of a wound drain intra-operatively. On the second postoperative day; during the removal surgery, the tubing separated from the silicone flat drain. The tubing was removed; however, the drain remained in the patient. In order for the surgeon to visualize the hubless flat drain, the surgeon had to remove 3-4 staples at the distal end of the sutured area, and cut 2 previously placed subcutaneous sutures. Then the drain was visualized and removed in its entirety. The patient was re-stapled and the wound redressed. Upon inspection of the tubing appeared to be flat and even, and did not appear to be ripped.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient underwent a l-1 decompressing laminectomy, t11-l3 posterior fusion and placement of wound drain intra-operatively. During the removal surgery on the second postoperative day, the tubing separated from the silicone flat drain. The tubing was removed, but the drain remained in the patient. In order for the surgeon to visualize the hubless flat drain, the surgeon had to remove 3-4 staples at the distal end of the sutured area, and cut 2 previously placed subcutaneous sutures. Then the drain was visualized and removed in its entirety. The patient was re-stapled and the wound redressed. The inspection of the tubing appeared to be flat and even. It did not appear to be ripped.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient underwent a l-1 decompressing laminectomy, t11-l3 posterior fusion, and the placement of a wound drain intra-operatively. On the second postoperative day; during the removal surgery, the tubing separated from the silicone flat drain. The tubing was removed; however, the drain remained in the patient. In order for the surgeon to visualize the hubless flat drain, the surgeon had to remove 3-4 staples at the distal end of the sutured area, and cut 2 previously placed subcutaneous sutures. Then the drain was visualized and removed in its entirety. The patient was re-stapled and the wound redressed. Upon inspection of the tubing appeared to be flat and even, and did not appear to be ripped.